Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the emergency room experiencing ventricular tachycardia (vt). Upon review, it was noted that the implantable cardioverter defibrillator (ICD) delivered a shock and the rhythm was unable to be converted. The delivery of a second shock slowed the vt and the vt eventually broke. The ICD was reprogrammed. The patient was in stable condition.